Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The field service representative (fsr) resolved the issue by replacing the syringe assembly which was leaking and the valve manifold kit as the valves did not appear to be functioning properly. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that repeat reactive architect hbsag qualitative ii results were generated for a female patient during pregnancy. Neutralization testing confirmed the reactive results. A new sample from the same patient was tested a few days later and the result was nonreactive. No specific patient data was provided. No adverse impact to patient management was reported.